Event description:
It was reported that the customer has been receiving no delivery alarms on the insulin pump. Customer has only gotten a full 6 days out of the sensor once. Customer's blood glucose level is 110 mg/dl. Customer went through troubleshooting for a no delivery alarm. Customer has a few reservoirs that are out of date. Customer switched everything out and got another no delivery alarm. Customer also received a cal error. Once they shut the sensor portion off, the no delivery alarms stopped. Customer stated that this is her third pump. Customer was assisted in performing a 5.0u fixed prime. Insulin did exit the tubing. Cannula was not bent. It was explained the set may have been occluded. Customer was advised to change the entire infusion set and return it for analysis. Customer does not want to return the set. Infusion sets and reservoirs will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.